Manufacturer narrative:
The affected device was examined on site by the dräger service technician, and the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis, it could be confirmed, that the device performed several warm starts on the 28th of july 2022. A faulty mixer cartridge was identified to be the root cause of the warm starts. During a warm start, the emergency breathing valve opens, allowing the patient to breathe spontaneously. A warm start is accompanied by an audible alarm and the display is turned dark. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. In case of an unsuccessful warm start, the warm starts are repeated until the device is switched off. The device reacted as specified and attempted to remedy an internal deviation by warm starts until the device was switched off. The warm starts were alarmed accordingly. According to the provided information, the hospital has decided against repair. If the device is to be used again nevertheless, the mixer cartridges must first be replaced, and the device checked according to the manufacturer's specifications prior to next use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device, an evita xl, failed during use on the patient. The screen of the device was black and the device alerted loudly. The patient was manually ventilated and the device was replaced in a controlled maneuver. There were no patient health consequences reported.